Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery and batteries only last for half of a day. Customer does not recall any significant events leading to the error. Troubleshooting found that customer's battery cap contacts are damaged. Customer's blood glucose was unknown at the time of incident. Customer was advised that a nre battery cap would be provided to him. No further information was provided.